Event description:
The complainant reported that the clinician was performing a dental procedure on a pt using a prima initial drill when the drill fractured on (B)(6) 2011. The complainant indicated that there was no pt intervention required as a result of the reported drill fracture.

Manufacturer narrative:
The fractured drill was discarded at the facility. The complainant stated the drill was old, very dull and was used approx 10 times. A review of the customer's order revealed that the prima initial drill was ordered (B)(6) 2006. There was no prima initial drills ordered subsequent to this date. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Furthermore, the manual recommends that drills should be replaced after approx twenty (20) uses depending on bone density. Breakage is possible, when utilized in the posterior aspect of the mouth due to the extreme angle and high directional forces. The root cause could be attributed to material fatigue and/or pt anatomical location. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unk. Method - product not returned. Results - product not returned. (B)(4).